Event description:
Yufu reports: customer states that a white thin foreign object was attached to the blue luer nut. When the physician introduced contrast into the syringe half way, a white thread stated dust was found on the luer nut tip and he stopped the evaluation.

Manufacturer narrative:
History record: due to lot number not being provided by the customer, it is not possible to get the history record of the 150ml syringe with handifil. Process: the assembly process of syringes p/n 600269 is performed in accordance to internal procedure: lf pouching operation. Evaluation: no sample and/or lot number was received for evaluation.